Event description:
On (B)(6) 2012, the lay user/patient's spouse contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the reporter on (B)(6), 2012 and obtained the following information. The reporter claimed the alleged issue on (B)(6), 2012 in the evening (exact date/time unknown). She reported a blood glucose value of "227mg/dl" with the subject meter, which they felt was high as compared to his usual readings/feelings. The reporter advised the mss that the patient tests 3-4 times per day and manages his diabetes with novolog insulin along with a slow acting for of insulin (name unknown). She reported that when he obtained the said reading, she gave him 10 units of the novolog insulin in response to the reading. Approximately 1 hour later, the patient reportedly developed symptoms of "blurry vision." The reporter treated him with cranberry juice immediately and he began to feel better after approximately 1 hour. No other device was used for testing. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. A quality control solution test was not performed because he did not have any control solution or test strips available. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.